Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (kink); failure to follow instructions (damaged device used in the procedure). Evaluation, conclusion: operational context contributed to event (damaged device used in the procedure).

Event description:
An aneurx stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. It was reported that when the delivery system was removed from the packaging the tip of the catheter was found bent. There were no bends or other issues with the outer packaging for this device. This was the only device available of the required size. The physician manipulated the tip of the catheter, straightening the bend out and was able to successfully advanced and deploy the stent graft at the intended landing zone. The delivery system was discarded by the user facility. No clinical sequelae were reported and the patient is fine.